Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and did not provide correct pacing. This lead was explanted and replaced with no issue. Additional information indicated that the lead dislodgement was confirmed through x-ray and fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.